Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the spray button]. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope was insufficiently supplying water. The issue was found during preparation for use in an unidentified procedure that was completed with a similar device. Inspection and testing of the returned device found foreign materials within the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, scratches were on the up/down lock lever, the protector of the universal cord on the control side and the scope connector side, the objective lens, the light guide lens, the camera cover, the connecting tube, the right/left angulation lock knob, the up/down control knob, the right/left control knob, the scope cover, the control unit, the grip, the universal cord, the scope connector, switch 2, and the switch box, paint was peeling on the air/water cylinder, the suction cylinder, and the scope connector indicator, the adhesive was peeling around the objective lens, the forceps channel port was damaged, the light guide lens was cracked, the connecting tube was discolored, the connecting tube had a dent, the bending tube was deformed, the adhesive on the protective coating of the bending portion of the device was discolored and had a crack, the air supply volume was insufficient, the water removal function was insufficient, the electrical connector was discolored, the image guide protector had a cut, the universal cord and the connecting tube had wrinkles, switch 1 and switch 4 were worn, and the image produced had a streak of flare. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. Information on manual cleaning: there were no abnormalities in the accessories used with reprocessing. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.